Manufacturer narrative:
If implanted, give date: 2009. Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, the patient experienced stent thrombosis. The target lesion being treated was located in the left anterior descending (lad). In 2009, the physician implanted a 3.0x16mm (B)(4) to the lad. In (B)(6) 2011, the patient returned to the facility experiencing chest pain. After the patient was taken to the cath lab, it was noted that there was a clot within the stent. The patient stopped taking plavix three months prior to returning to the cath lab. The patient was sent for bypass surgery and had a left internal mammary bypass graft put in place.